Event description:
Boston scientific received information that three days post implant, this right ventricular (rv) lead was removed from service secondary to a perforation. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.